Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries and the high voltage cable. System operates as intended.

Event description:
Customer reported the system failed when images were taken and the system displays a kv error code. Customer could not complete the case. No patient injury was reported.